Event description:
Info received indicates the steer function does not lock and the brake casters move when the brake is engaged.

Manufacturer narrative:
The technician adjusted both brake casters to repair the bed.